Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the device evaluation was completed. A visual inspection was done which observed the tubing was separated from the male luer. Additional examination of the tubing observed a lack of solvent and that the solvent was not applied uniformly in the circumference of the tube. Dimensional testing was performed on the tubing which revealed the tubing met specification, however, the insertion of the tubing did not meet specification. The reported condition was verified. The cause of the condition was due to improper solvent application in the automatic assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set came apart. The issue was identified during setup, when the nurse went to screw the luer lock connection to the end of the extension tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.